Manufacturer narrative:
The unit did not have a button error alarm or unexpected numbers ramping or scrolling during testing. However, the unit had an intermittent up button response due to a corroded keypad. The unit had a minor scratched lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a scratched reservoir tube window.

Event description:
The customer called in to report that the insulin pump alarmed button error during a bolus. The customer's blood glucose level was 91 mg/dl. The caller could not recall any significant events leading to the issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.